Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, almost all part of the staples were malformed when the device loading ecr60w was used on the jejunum. The event occurred at the 1st and the 2nd stroke of the 7th firing and the staples formed properly at the 3rd stroke of the firing. Additional suture was performed to complete the case. There were no adverse consequences to the patient. The doctor commented that no higher or lower forces than expected felt at clamping and firing.

Manufacturer narrative:
(B)(4). Was the cut line complete? Yes. It was completed at the 3rd stroke of the 7th firing. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.